Manufacturer narrative:
The exact date of event is unknown but the customer reports the incident occurred a month ago. The date received by the manufacturer is used. (B)(4). Medical device expiration date: this device does not have an expiration date. Device manufacture date: 18may2015 to 20may2015 device evaluation: result - a sample is not available for evaluation. A review of the device history record was completed for the reported lot 5075916. All inspections and challenges were performed per the applicable operations qc specifications. Conclusion - without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the customer reshielded the suspect device after giving an injection to his dog and the needle came through the shield, sticking him in the finger. The customer reports having tingling/twinging and pain in his finger and is "afraid he injected his dog's dna in him". He did not seek medical attention at the time of report but will notify his doctor when he sees him.